Manufacturer narrative:
This event is being reported as a reportable malfunction for the special cause related to these product catalog/lot number combinations which is the subject of report of corrections and removal letter (806 recall) on may 31, 2019 associated with the equistream and glidepath recall. Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one glidepath and tunneler in two segments were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for tunneler tip break, as a tunneler was received with the proximal tip of the catheter detached and lodged in the distal end of the catheter. The edges of the breaks on both tunneler fragments were observed to be jagged. The exact root cause for the damaged tunneler could not be determined. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. (Expiry date: 03/2020).

Event description:
It was reported that tunneller/catheter allegedly broke off and was lodged inside the catheter tip. Another device was used to complete the procedure. There was no patient contact reported.